Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors including history of coronary artery bypass graft (CABG) and heparin-induced thrombocytopenia (hit).

Event description:
Edwards received notification that a patient with an inspiris valve model 11500a developed heparin induced thrombocytopenia (hit) on the 9-10 post-operative days. Reportedly, the patient was treated with aspirin and rivaroxaban and was discharged home two weeks after intervention. At the time of discharge, platelet count had normalized. Unfortunately, 3 days after discharge (20 days after intervention), the patient passed away. On postmortem analysis, valve thrombosis was detected.

Manufacturer narrative:
H11: additional narrative the subject device is not available for evaluation as it remained implanted in the patient at the time of patient's death. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.